Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received from the patient. The filter, which was implanted after delivering twins, has reportedly fractured and migrated throughout her body, with fragments located in the heart, kidney, and spine. One wire was noted to be fractured in 2008, another in 2010, and a third in 2013. Since then, the patient reports that there are pieces of the filter "everywhere" in her body. A scan was performed "last week", noting a fragment in the 9 o'clock position in the aortic wall. The filter is unable to be removed, as the patient requires anticoagulation to prevent clotting. The patient reports soreness, swelling, abdominal problems/swelling, and infections (including staph and possible urinary tract infections) for over ten years. Anxiety, depression, and trouble breathing were also reported, as well as weight loss resulting from nausea and anorexia. The patient is no longer able to care for her autistic son.

Event description:
Additional information was received 24mar2022 and 10apr2022. Other surgeries since the time of filter placement include delivery of the patient's sixth child in 1999, via cesarean section, and an oophorectomy in 2009. The patient has had deep vein thrombosis while the filter has been in place.

Manufacturer narrative:
D4: lot f467835 per customer card. Summary of event: original: a gianturco-roehm bird's nest femoral vena cava filter was implanted in the patient in 1998. It was reported that the patient went to the doctor in 2008 and a strut of the filter was observed to be fractured. In 2010 the filter was observed to have fractured wires migrating to the spinal wall and other areas. As of 2016 the filter has become macerated, and it was observed that the patient has thrombosis at the end of the filter. The patient risk is too high for the filter and fractured pieces to be removed. The patient allegedly reports nerve damage, chronic pain, depression and anxiety, swollen stomach, high white cell count and constant infections. No other information has been provided. Additional information was received from the patient. The filter, which was implanted after delivering twins, has reportedly fractured and migrated throughout her body, with fragments located in the heart, kidney, and spine. One wire was noted to be fractured in 2008, another in 2010, and a third in 2013. Since then, the patient reports that there are pieces of the filter "everywhere" in her body. A scan was performed "last week", noting a fragment in the 9 o'clock position in the aortic wall. The filter is unable to be removed, as the patient requires anticoagulation to prevent clotting. The patient reports soreness, swelling, abdominal problems/swelling, and infections (including staph and possible urinary tract infections) for over ten years. Anxiety, depression, and trouble breathing were also reported, as well as weight loss resulting from nausea and anorexia. The patient is no longer able to care for her autistic son. Additional information was received 24mar2022 and 10apr2022. Other surgeries since the time of filter placement include delivery of the patient's sixth child in 1999, via cesarean section, and an oophorectomy in 2009. The patient has had deep vein thrombosis while the filter has been in place. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device has not been returned for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for the reported lot number. The current instructions for use (IFU) lists fracture and migration as potential adverse effects caused by the repetitive motion on the filter hook/hook wire strut. The IFU at the time of implantation did not include these warnings. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the cause of the incident cannot be established at this time. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
B5, b6: additional information was received 24may2022. H10 (investigation-evaluation): based upon further investigation and additional information received 24may2022, cook remains unable to establish a cause for this event. It is possible that surgical procedures performed after filter implantation may have damaged the filter, subsequently leading to fracture, as addressed in the current IFU for the device; however, this cannot be confirmed. The IFU from the date of implantation did not address surgical procedures as a potential cause of filter fracture. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information (radiology reports) was received 24may2022. See b6 for tests/lab data.

Manufacturer narrative:
Corrected data: marked ¿yes¿ on the initial report for being reported to (B)(6) not FDA. A review of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A gianturco-roehm bird's nest femoral vena cava filter was implanted in the patient in 1998. It was reported that the patient went to the doctor in 2008 and a strut of the filter was observed to be fractured. In 2010 the filter was observed to have fractured wires migrating to the spinal wall and other areas. As of 2016 the filter has become macerated and it was observed that the patient has thrombosis at the end of the filter. The patient risk is too high for the filter and fractured pieces to be removed. The patient allegedly reports nerve damage, chronic pain, depression and anxiety, swollen stomach, high white cell count and constant infections. No other information has been provided.